Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during inspection an o2 sensor disconnect error occurred. The sensor was replaced to resolve this issue. The device was not used on a pt when the failure occurred.